Event description:
The lead was explanted due to a report of j rentention wire fracture with protrusion through the outer polyurethane insulation. Method: intravascular, superior. Technique/tools: laser. No complications.